Manufacturer narrative:
The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed self test returning an unexpected pump error 63. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. Although the adapt tool does list some delivery related alerts/alarms, the closest ones occur two weeks after the event date. The pump history file confirms that a pump error 63 (variableinfo = 0x03 hex = 3) occurred on (B)(6) 2024 at 13:26:01. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. A visual inspection of u1 on the keypad assembly under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of insulin flow blocked alarms was not confirmed during testing. The pump error 63 (variableinfo = 0x03 hex = 3) is due to a broken trace at u1 pin 6 on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block and cracks around the battery holder. The customer reported no adverse event. The event involved product(s) mmt-399, mmt-332a, mmt-1715k. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-399. No product return is required for mmt-332a. No product return is required for mmt-1715k.